Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray images showed the lead had migrated laterally. The patient underwent a revision procedure to replace the lead. The patient was noted to have fully recovered post-operatively. The explanted lead was disposed and was not returned.